Manufacturer narrative:
(B)(6). Additional 510(k) - k083641. This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the pilot line of a portex® bivona® adult tts¿ tracheostomy tube broke after two days in use. No injury was reported.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. The inflation balloon was missing from the device. It underwent functional testing by using magnification, and the airway line appeared to be broken at the balloon junction. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Additional information received stating no adverse health outcome to patient.